Event description:
The complainant noticed an article in the newspaper date lined washington regarding several deaths in northern indiana and michigan resulting from a dialysis problem. They immediately connected this info to their family member's condition. They stated later the same day, their family member died after being taken from the dialysis center to the hospital. Pt had been on dialysis since december 1987. One day earlier this year something went wrong during the dialysis procedure and pt was hospitalized. The family was told that the machine had not been properly cleaned and that some of the cleaning solution had entered pt's blood stream causing an infection. From that day until death, pt was in and out of the hospital.